Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. The analysis of the run data file did not find any conclusive cause for the higher than expected rbc product volume reported for this collection. Possible root causes were provided in the initial report for this event.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The analysis of the run data file did not find any conclusive cause for the higher than expected rbc product volume reported for this collection. No unusual process variable was identified and trima accel operated as intended. It is possible that the volume discrepancy was caused by a weighing, calculation, or other process error. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The customer reported that they had a higher than expected red blood cell (rbc) product volume collected. The collected rbc volume was >15% of the donor's total blood volume(tbv). The total estimated volume taken from the donor is 991 ml. Fifteen percent of the donor's tbv is 966 ml. There was no medical intervention necessary. The entire patient ID is (B)(6). The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.